Event description:
It was reported that an occlusion alarm persisted on the ilet while using a teflon infusion set with 23-inch tubing; tubing was observed to drip insulin without visible leaks, bubbles, kinks, or a bent cannula, and the event resolved only after a full supply change, consistent with obstruction of flow associated with the connector/coupler component. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Customer care provided support that included communication with the user and analysis of the information provided for investigation. Investigation of this case revealed findings consistent with a deformation problem contributing to obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.